Event description:
The device was removed due to "infection".

Manufacturer narrative:
In received info, physician indicated following: )infection was present from "staf aureus, " 2) this was not a replacement surgery, 3) device was not replaced, 4) pt medical history includes sickle cell disease and eczema, 5) pt is not diabetic. Device was received by MFR. Because quality assurance's examination of returned components can not conclussively confirm nor disprove report of infection, qa accepts physician's observation of infection as reason for surgcial intervention. Review of device lot history records by qa indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that device was sterile prior to device packaging being opened and that infection originated from source(s) other than device.